Event description:
Customer reported a past event where their blood glucose level dropped to 42 mg/dl. Cause was not known. Customer consumed carbohydrates to address the issue and was advised by customer technical support to consult a healthcare professional for further discussion on factors affecting blood glucose levels. Customer understood and acknowledged the recommendation.